Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 525 mg/dl. Customer reportedly took no action to address bg and declined follow up by tandem technical support. Reportedly, the infusion set was changed to address the issue and customer continued to use the pump for insulin therapy.